Event description:
It was reported the atw35 was used during an lavh. The first two firings the device worked fine. It was reported the surgeon attempted to fire the atw35 for the 3rd time. After inserting the device into the pt and opening the jaws of the device, the reload fell out into the pt. The surgeon attempted to retrieve the reload unsuccessfully. It was reported the scrub nurse may not have snapped the reload in all the way. The surgeon converted the procedure to an open hysterectomy. It was reported the pt had several myomas and the surgeon was going to need to open as a result. The hospital is keeping the devices. 10/16/97 the rep reports the hospital did turn over the product so he is returning the device and reload.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the cartridge was returned to good physical condition. The cartridge was fired and functioned as designed. The experience the surgeon rpt'd could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.